Manufacturer narrative:
Additional information: the patient used the same test strips for both meters and results.

Event description:
Additional information: the patient used the same test strips for both meters and results.

Event description:
It was reported, the patient received the following results within 15 minutes: "lo" mg/dl (less than 10 mg/dl) on the patient's accu-chek guide meter. And 107 mg/dl on the friend's accu-chek guide meter. It is unknown, if the same test strip lot number was used for both meters and results. The patient's test strips were discarded.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text: product no longer available for return.